Event description:
Customer reported issues with the insulin pump. The blood glucose reading was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and performed visual inspection and found sensor canula broken, broken part was not found see attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened and used.